Event description:
A ventilator was returned to the manufacturer for evaluation. There was no harm or injury reported. There is no evidence the device was in patient use. During the evaluation the device failed a test step for the active exhalation purge valve step. The device's active exhalation control module was replaced to address the issue. Additionally, the device's rubber feet were missing and were replaced. The device's o2 port, rear enclosure and handle were replaced due to physical damage. The device was tested and passed all final testing.